Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 plbl lav cn found that the tube had low draw and occurred tube push off. The following information was provided by the initial reporter. The customer stated: ¿during using the tube, it found that the tube had low draw., the blood volume can not reach 2ml, up to 1.5ml, and occurred tube push off, the ratio is about 1:10, the numbers are 8000 pieces.¿

Manufacturer narrative:
Investigation summary: mat: 367272, lot 2027498. Bd received 2 samples for investigation. The samples were evaluated by functional testing and the indicated failure modes for underfill and tube push off with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill and tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes underfill and tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Customer recommendation: when using a winged blood collection set for venipuncture and a coagulation (citrate) tube is the first specimen tube to be drawn, a discard tube should be used prior to the first specimen collection. The discard tube must be used to fill the blood collection set tubing's "dead space" with blood. The discard tube does not need to be filled completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be non additive or coagulation tube. Serum tubes and serum separator tubes contain particulate clot activators and are considered additive tubes. Therefore, serum tubes are not to be used as discard tubes before drawing citrate tubes for coagulation studies. Assemble non patient needle into holder with twist motion. Be sure needle is firmly seated to ensure needle does not unthreaded during use.